Event description:
It was reported the mcl20s were used during an open colon resection. Three devices were misfiring and not closing properly when applied on vessels. The clips also scissored. The scissored clips did not damage the vessel. A new mcl20 was opened to complete the case. There was no consequence to the pt.